Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07289. It was reported the patient had fallen two weeks prior and the left lead was exhibiting high impedances. The sjm rep was able to reprogram the system to achieve stimulation coverage. Follow up identified the patient had an appointment for x-ray imaging. It was reported the imaging confirmed lead migration and a likely lead fracture. The patient was to be scheduled for surgical intervention at a future date. It was undetermined which lead was the left lead, so both leads will be reported.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.